Event description:
Consumer complaint of low control results. Per voluntary medwatch form (B)(4), meter results 300+ resulting in hypoglycemia. No medical intervention reported.

Manufacturer narrative:
Based on discovery of medwatch report (B)(4) on 02/11/2013 and complainant info provided during call on (B)(4) 2007, MFR acknowledges lateness of the report and has initiated corrective action. (B)(4). Formerly home diagnostics, inc.